Event description:
It was reported that before a surgical procedure at the user facility, there was debris found inside the sterile package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event (foreign material inside sterile packaging) was not confirmed, as no particles/foreign materials were observed inside the unit's pouch. During visual inspection, two dark spots/stains, that appeared to be blue ink, were observed on the exterior of the pouch and were able to be eliminated using a wet cloth.

Event description:
It was reported that before a surgical procedure at the user facility, there was debris found inside the sterile package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.